Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was disconnected, and patient was experiencing hiccups. In addition, patient stated was scheduled five days from now to have this lead reconnected. This lead remains in service. No adverse patient effects were reported.